Event description:
It was reported that the ir cap of the straight pedicle feeler was chipped upon inspection after it was shipped back after being used in a lab. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, that the large led lens of the device was broken, was confirmed through visual inspection. During the device evaluation, it was unable to be determined what caused the broken led lens. The pedicle feeler was unable to be repaired and will not be returned to the customer.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the ir cap of the straight pedicle feeler was chipped upon inspection after it was shipped back after being used in a lab. There was no patient involvement and no adverse consequences associated with the device.